Event description:
This was a duplicate filing of the original mfg medwatch report that was filed, 1526439-2012-83107,

Manufacturer narrative:
This is a duplicate filing of the original mfg medwatch report that was filed, 1526439-2012-83107,see mfg medwatch report no. 1526439-2012-83107 for investigation results.

Event description:
Examination of the returned loan kit found the tip of the driver has broken off from the instrument. The tip was not returned. It is unknown when or where tip breakage occurred.

Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.